Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that she was in an automobile accident and the pump broke. The customer was unable to provide information if she was hospitalized for emergency medical services was dispatched. The customer will call back.

Manufacturer narrative:
The customer was contacted to clarify details of car the accident and trouble shoot for cosmetic damage. The customer states she is at work and unable to trouble shoot or provide further information at this time other than she was in a rollover accident and her pump screen is shattered and it looks like it has ink in the display screen.